Manufacturer narrative:
Date sent to the FDA: 01/08/2021. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Does piece of the device remain retained in the patient¿s tissue? Was additional dissection required in other organs/tissues other than the target tissue to remove the needle piece? Was there any change in the patient¿s post-operative care due to the prolonged surgery? If yes, where is the device/piece located? In what tissue/structure? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmz984, sxpp1a400 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: -what was the size of the needle used? --sxpp1a400 -was more than half of the needle broke? --needle tip -please confirm lot number related for breakage needle? -- pmz984 -please confirm lot number related to bending needle? -- qbmjba -what was done that surgery took 6 hours to be prolonged? --look for the breakage needle and changed another devcie to continue. The following information was requested but unavailable: -were there any unexpected outcomes or complications as a result of the prolonged surgery time? -was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Does piece of the device remain retained in the patient¿s tissue? Was additional dissection required in other organs/tissues other than the targe tissue to remove the needle piece? Was there any change in the patient¿s post-operative care due to the prolonged surgery? If yes, where is the device/piece located? In what tissue/structure? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Investigation summary: it was reported breakage needle. A picture was received for evaluation. Upon to visual inspection of picture, a needle broken in two section near of the tip area of product code sxpp1a400, lot # pmz984 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the breakage needle since device was not returned for analysis. Investigation summary: it was reported that during myomectomy of uterus surgery, needle tip breakage occurred at the first stitch when sewing uterus tissue. An empty opened foil, a labeled winding former with a re-parked needle/suture piece and a suture piece of product code sxpp1a400, lot # pmz984 were received for evaluation. During the visual inspection, the needle was noted with marks on body, tip and near of the swage area due to use. Distortion of the original curvature that appear to be by use of surgical instrument and body fluids could be observed. The suture pieces were noted with damaged on the barbs. The condition of the needle¿s suggests an improper handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional investigation: a suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The fracture surface contained microvoid coalescence (mvc), evidence of a ductile fracture mode. Mechanical damage in the form of indents and scratches were observed coincidental to the fracture. A cup-and-cone shaped fracture and macroscopic plastic deformation were noted. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Note: all information reported under mw report 2210968-2020-09061 on (B)(6) 2020 will be captured. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a myomectomy of the uterus surgery on (B)(6) 2020 and suture was used. During the procedure, needle tip breakage occurred at the first stitch when sewing uterus tissue. X-ray was used to locate and remove the broken needle tip. The procedure was completed using a new like device. The surgery was delayed about 6 hours. The patient is reported to stable and in the hospital. Additional information will be requested.